Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope during reprocessing, found that there was an error e73 occurred in oer-4 during reprocessing. The procedure was completed using the same equipment and there were no reports of patient harm. Related patient identifiers: (B)(6).